Event description:
Reportedly, the patient presented with unstable angina and thrombus was noted in the mid to distal left anterior descending artery on angiography. Reportedly, the patient had a history of being non compliant with prescribed medication therapy for prior stents. Type and number of prior stents implanted were unknown. The thrombus was aspirated, predilation was performed and a xience v stent was implanted. A 3.25x12 mm nc trek balloon dilatation catheter was prepped and advanced over an asahi prowater guide wire for post dilatation of the xience v; however, during advancement of the nc trek, resistance was felt although it was unknown whether the resistance was due to the vessel which was moderately calcified or due to interaction with another device. The nc trek was pulled back and then readvanced with no resistance felt. The nc trek was inflated to between 8 and 12 atms and the balloon ruptured. The patient began having st elevations and a dissection was noted just proximal to the implanted stent. A xience stent was implanted to treat the dissection. The patient was fine post procedure. A clinically significant delay in procedure was not reported. The nc trek was reviewed outside of the patient and the rupture was noted to be on a slight angle. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the xience v instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The nc trek is being filed under a separate medwatch MFR number. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.